Event description:
USA. Allegedly a patient develop a capsular contracture baker grade iii in her left breast, she presents her breast firm to palpation and breast displaced superiorly and laterally, additionally, she present a bilateral ptosis l: (B)(6), r: (B)(6).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: ptosis.